Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: during implantation of titanium sternal fixation plate the flat prong snapped off the emergency release pin. This broken part was recovered and disposed of. Surgeon was advised to take the rest of the pin out and replace with a new one. The pin could not be removed as the surgeon had placed another plate very close and the head of the pin was sitting under the plate. The surgeon was happy to leave the plate in with the broken pin and was comfortable that it would not migrate out. Operation was completed. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.